Manufacturer narrative:
(B)(4). The third party service agent has evaluated the device and verified the reported issue. The service agent has indicated that they will replace the system pcb assembly and after proper device operation is observed through functional and performance testing, the device will be returned to the customer for use. The device will not be returned to physio-control for evaluation.

Event description:
The customer reported that their device no longer powers on with ac or dc power. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
The service agent advised physio-control that they had to replace the therapy pcb assembly instead of the system pcb assembly, which was initially discussed as the replacement part. After replacement of the therapy pcb assembly, proper device operation was observed through functional and performance testing. The removed therapy pcb assembly was returned to physio-control for evaluation, but the reported issue could not be duplicated during testing. A component cause of the reported issue could not conclusively be determined.